Manufacturer narrative:
The reported events of fracture, failure to capture, failure to sense, and low pacing impedance were confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion consistent with friction to device can.

Event description:
It was reported that the patient presented in clinic. It was discovered that their right atrial (ra) lead had fractured, resulting in a failure to sense, low pacing impedance, and failure to capture. Programming changes were made, and the patient was stable.

Event description:
Additional information received indicated that the patient's right atrial (ra) lead was explanted and successfully replaced. The patient remained stable.